Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e07 code) associated to stirring mechanism blocked or too slow. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: error code e07 on patient side during start up. During troubleshooting, it was found that stirrer motor was stuck. Therefore, in order to solve the issue, it was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11. A device service history review has been performed, and identified that no other similar event has been reported since the manufacturing date, nor has any concerning trend been identified. Based on the investigation findings, the root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.